Event description:
In the notes section of the (B)(6) 2023 it indicates ?high rv bipolar impedance? On (B)(6) 2017 03:00:19 *rv bipolar lead impedance >3000 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).